Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, the infusion set had been used for up to two days upon insertion for both the events. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.